Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device on off button temperamental.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 7th february 2011. Upon receipt of the device, the device required significant direct pressure to be applied to the on/off button to activate the device, which would confirm the reported fault. Upon visual inspection of the membrane pcba and on/off dome within the membrane, corrosion was observed. This would have prevented good electrical contact between track 13 (on button) and ground when the button was depressed. The fault could not be replicated when the corrosion was cleared, this would confirm a fault with the original membrane due to corrosion. The corrosion observed within the membrane and the temperatures recorded within the history log would indicate the device had been stored outside the indicated conditions. Furthermore, there were multiple manual power ons of 10-minute duration recorded with the history log. Given the reported fault, these may have been due to user powering on the device and being unable to power the device off via the on/off button, or, a further symptom of the corrosion within the membrane. Due to the length of time the initial pad-pak had been installed, the low battery fails at the end of the report were likely due to a genuinely depleted pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Device on off button temperamental.